Manufacturer narrative:
The insulin pump failed the displacement test with 54.4 units remaining on the status screen. The insulin pump had a motor position encoder error alarm in the alarm history along with a motor error alarm during the rewind process due to motor encoder being out of phase. The device had minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 124 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error and it was exposed to a high magnetic field during an MRI. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.